Event description:
Dexcom g7 sensor gave false readings to insulin pump. Message came up wait 3 hours before calling tech support. Then it worked, then it stopped again. Then it failed completely. This has happened multiple times before this incident. The sensor is supposed to last 10 days. Often the sensor gives erroneous readings during days 7-10. One time it indicated a false high to the pump before it stopped transmitting so the pump tried to compensate. I checked with finger stick and caught it in time. It also gives out false lows. This occurs with about 50% of the sensors I have used over the past 6 months. When I call dexcom they say it is known issue so they send me a replacement unit. But they don't want you to call until 3 hours with no readings. Today it happened while I was driving on freeway, so I took 15 carbs right away until I could find a place to check with finger stick. My bg was 140 after 15 carbs, so I made the correct choice as glucose was 90 before it failed and going down. The g6 did not exhibit the problem as I have using insulin pump for 5 years.